Event description:
Caller indicated the relion prime meter was giving high readings. Caller stated the meter worked very well for four strips and then the next day he said his readings went up to 600 and he said that was not correct. His readings are usually less than 150. His average is 135. The one that scared him it read up to 590 and he took too much insulin the first time because the readings were higher then he actually was. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.